Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that 30 minutes post infusion of investigational drug, the unknown codman valve began to leak. Leakage was noted for approximately 24 hours post infusion. The patient¿s medical history includes neuronal ceroid lipofuscinosis. On an unknown date, the patient received a codman intracerebral ventriculostomy (icv) set. On an unknown date, treatment with brineura (via icv) for the indication of neuronal ceroid lipofuscinosis was initiated. The patient presented to the emergency room for this leakage, the device was removed and replaced. No additional information was available.

Manufacturer narrative:
Device available for evaluation. It was initially reported that the device would be returned for evaluation. However, multiple attempts to obtain the sample were unsuccessful. This report has been updated to reflect the corrected information. Complaint sample was not returned to codman and no product or lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.